Event description:
It was reported that the patient presented in clinic for follow-up after feeling their notifier trigger. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi. It was noted that the patient was experiencing pacemaker syndrome. A device download was performed and the device was successfully restored. The patient was stable throughout the procedure and will continue to be monitored.